Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood return was found in the bd pegasus¿ safety closed IV catheter system when closing the clamp after infusion. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields.

Event description:
It was reported that blood return was found in the bd pegasus safety closed IV catheter system when closing the clamp after infusion. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that blood return was found in the bd pegasus safety closed IV catheter system when closing the clamp after infusion. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One 24g sample returned. The needle cover was not returned and the pinch clamp activated. Review of DHR showed no abnormality in incoming inspection, in-process, and outgoing inspection. This batch of products assembled, packed and sterilized in (B)(4), with production date (B)(6) 2017 ¿ (B)(6) 2017. No abnormality found in the incoming material and the whole assembly process, packing process, and sterilization process. The clamp was left activated under pressure for 3 days and there was small leakage past the clamp. Based on the current investigation the possibility of recurrence is so low (B)(4) cannot finalize the root cause.